Manufacturer narrative:
The instrument has not been returned to medtronic for analysis. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable as lot number of the instrument is unavailable at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that a precision aiming device was damaged. The screw that allows the instrument to move directionally would no longer tighten. There was no patient involved.